Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the staff noticed a frayed wire near the end of the procedure on a prograsp forceps instrument. The instrument was immediately removed and replaced. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.